Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the control body, the circuit board unit in the scope connector, the micro connector unit in the scope connector and the shield cover of the colonovideoscope are dirty. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material cannot be identified. The most probable cause of was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the control body, the circuit board unit in the scope connector, the micro connector unit in the scope connector and the shield cover of the colonovideoscope are dirty. There were no reports of patient involvement.